Manufacturer narrative:
Due to character restrictions in block e1 (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) displaying an error message electrical test fails code #50. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions), h11. A getinge field service engineer (fse) checked the machine & found electrical test fails code #50 was coming. Then reset the connections of motor control board & main board pcb & again checked & found problem remains same. Then replaced the motor control pcb (d671-00-0004) from customer stock & found now no error was coming. Performed all tests. All tests passed. Observed the machine for more than 3 hrs on system trainer. Machine was working ok. Equipment handover to customer in good working condition.